Manufacturer narrative:
As reported, when fixating the mesh with a capsure fixation device, the peek part of a fastener detached, and the steel part fixated the mesh. During sample evaluation the device functioned as intended during simulated use testing. No other peek caps were found to detach in testing. No manufacturing anomalies found. Based on the sample evaluation the reported event of the fastener peek cap detaching from the fastener coil is likely the result of an event occurring during user/device interface with forces applied while in use. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the capsure fixation device was used to fixate the 3dmax light mesh. When fixating the mesh, the peek part of a fastener detached, and the steel part fixated the mesh. It was reported that the fixation was not applied in the hard structure. There was no patient injury.

Manufacturer narrative:
As reported, when fixating the mesh with a capsure fixation device, the peek part of a fastener detached, and the steel part fixated the mesh. During sample evaluation the device functioned as intended during simulated use testing. No other peek caps were found to detach in testing. No manufacturing anomalies found. Based on the sample evaluation the reported event of the fastener peek cap detaching from the fastener coil is likely the result of an event occurring during user/device interface with forces applied while in use. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the annex c code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the capsure fixation device was used to fixate the 3dmax light mesh. When fixating the mesh, the peek part of a fastener detached, and the steel part fixated the mesh. It was reported that, the fixation was not applied in the hard structure. There was no patient injury.